Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).

Event description:
A customer reported low vacuum while in vit mode during a procedure. The case was completed using the same system. There was no harm to the patient. The customer indicated the issue was due to a setting error.